Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory detailed analysis indicated damage on the outer insulation and anode electrode near the tip and lead on clavicle type of damage was noted.

Event description:
Boston scientific received information that this left ventricular (lv) lead had incurred a damage on the insulation part. The lead was explanted and was returned for analysis. No additional adverse patient effects were reported.